Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Omit code b)(4) as the doctor stated the patient's leg paralysis was pre-existing to the dbs therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient¿s right leg paralysis was pre-existing. The cause of the patient¿s walking difficulties, leg paralysis, and elevated blood pressure was unknown. The cause of their ins being dead was said to be from the patient¿s programmer. The patient had scheduled and elective ipg revision to remove the dead ins and was replaced. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s daughter emailed trying to get a rep to get to the hospital for their father. They stated the patient was ¿dying¿ waiting for a rep to show up so they could change their dbs. The patient was in the hospital for 12 days at the time of the first contact. The daughter later called patient services and stated that the patient¿s implanted needed to be replaced and was completely dead. It was stated that the doctor was waiting on the rep to get back to them regarding being present for the surgery. The caller stated the patient had been in the hospital for 13 days due to a possible stroke and the caller stated they took them to the hospital because they were acting funny, couldn¿t walk, couldn¿t move, and their blood pressure was elevated. When taking them to the emergency room they decided to hospitalize the patient and took 2 CT scans. Strokes were ruled out, but the patient¿s battery was noticed to be dead. The caller stated that 2-3 weeks ago the patient said their feet were giving out, couldn¿t walk, and was having problems. The caller stated the device was for parkinson¿s and the patient¿s right leg was completely paralyzed, they couldn¿t move it, and their right arm was jerking and shaking. For the last surgery they had talked about combining two devices instead of having one.